Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusions which resulted in hospitalization. The customer's blood glucose level was not reported. As these occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.